Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that there was no image on the monitor during inspection for use of an olympus colonovideoscope. There was no patient injury reported.